Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error and motor encoder position error. Customer's blood glucose level was unknown. Customer reports they were able to clear the alarm. Customer states they are able to rewind the insulin pump. Customer states drive support cap appears to be normal. Customer states insulin pump history contains motor encoder position error and more than one motor error within 30 days. Customer states insulin pump had scratches on the screen. Customer advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Unable to verify e70 alarm in the alarm history due to history file overwritten with a47 alarms. A47 alarms due to a corrupted history file. No motor error alarm noted. Motor passed motor test. Device received with minor scratched lcd window. (B)(4).